Manufacturer narrative:
Device evaluation: three fast-fix 360 curved ndl dlvry sys devices were returned for evaluation of the reported complaint mode, ¿t2 non-deployment¿. The complaint could not be confirmed, as the insertion device was received without the suture, or implants. All three devices were able to actuate and cycle as intended. Visual inspection found one of the devices to be slightly bent, but this did not affect actuation. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During a white, medial meniscal repair utilizing the fast-fix 360 curved ndl delivery sys, it was reported that on three devices the t2s did not deploy. All three of the first ts were cut free and left unsupported in the joint. Another fast-fix, non-curved, device was used to complete the procedure. The patient was reported to be okay. There were no reported patient juries or complications.